Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the broken flush port. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During device preparation by the experienced staff member following the instructions for use, an attempt was made to attach a stopcock to the bottom flush port of the delivery catheter handle, when the flush port detached and broke off from the handle. There was no patient involvement. Another mitraclip was prepared and used to complete the procedure without further incident. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no other incidents reported from this lot. A definitive cause for the reported detachment of the device component (flush port)could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.